Event description:
A malfunction occurred on the pump, and the customer's blood glucose level exceeded 500 mg/dl, reaching 553 mg/dl. The customer addressed the high blood glucose level by administering a correction injection via multiple daily injections (mdi), without requiring third-party assistance. Technical support provided information to reset the pump, and the caller successfully reset it without the malfunction code recurring. The customer was advised to continue using the pump and to contact support if the problem reappeared.